Event description:
It was reported that in 2009, the patient sought treatment for tingling in his right hand. The patient underwent surgery of cervical spine using rhbmp-2/acs. Immediately following surgery, the patient had difficulty swallowing. He frequently lost his ability to speak and had consistent neck spasms. The patient also began to have constant neck pain and stiffness following surgery. The patient followed up and complained of these issues. The surgeon informed him he was fine and to give it time. The patient continued to have neck spasms and difficulty swallowing on a daily basis. He also continued to have constant neck pain and stiffness.

Manufacturer narrative:
For use by user facility/importer(devices only) (B)(6). Country : us. (B)(4). Location : other, event location other : unknown. Date of surgery is unknown but the surgery happened in (B)(6) 2009. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.